Event description:
As reported through the partners 1 clinical trial, during a follow up visit approximately 37 months post tavr, severe paravalvular leak (pvl) was noted on echo. Review of medical records indicated the patient had the pvl electively ¿fixed.¿ review of echo reports demonstrates increasing pvl over a 3 year period. At the 6 month follow-up, the bioprosthetic valve was well seated with mild pvl; the ava was 1.82cm2; the mean gradient was 9mmhg. Approximately 3 years later, the aortic bioprosthesis was stable with a mean gradient of 7mmhg; the eoa was 2.0cm2; severe pvl was noted with 2 regurgitant jets ¿ one in the ncc equivalent position, the other near the rcc/ncc commissure equivalent position; trace central cai was present. Details of the elective procedure to ¿fix¿ the pvl were not provided.

Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the worsening pvl cannot be determined; the cause could be related to patient co-morbidities (chf, htn, valve disease, copd ) which may have contributed to cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.